Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#/serial# : (B)(4) , implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 03-aug-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had fallen twice after an implant and that during one of those instances, one of the leads broke. The patient stated that the procedure to have it removed was cancelled. The patient said that their health care professional (hcp) did a procedure and they were informed that they did not need the programmer/communicator; they did not need anything aside from what they had. Over time, the patient stated that the number of times they needed to urinate had decreased and they could be up to 2-4 ounces and sometimes up to 6 ounces.